Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous drip. The patient was feeling sick and tired at the time if the event. No further information available.